Manufacturer narrative:
Summary of event: it was reported that a flexor raabe guiding sheath separated when removed from a patient. The patient's anatomy was calcified. Another sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The customer returned the device to cook for investigation. Physical examination of the returned device showed one used and damaged device. Two different areas of shaft separation were noted. The shaft looks to have undergone excessive torque (the shaft twisted). In response, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook completed a review of the product dmr. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no indication that a design or process related failure mode contributed to the reported event. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information related to the reported failure mode: "warnings¿ ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿ ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ ¿instruction for use¿ ¿ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced. ¿ ¿sheath removal¿ ¿insert a wire guide until its tip extends at least 10cm past the tip of the sheath.¿ ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred." Cook has concluded that a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation- materials supervisor. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a flexor raabe guiding sheath separated when removed from a patient. The patient's anatomy was calcified. Another sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.